Event description:
Falsely elevated and erratic troponin I results were obtained (see data section b6) on two patients. The results were not reported to the physician. The laboratory tests troponin I in duplicate. The same samples from the two patients were tested on an alternate instrument. No information was provided regarding patient treatment. Unable to determine adverse health effects due to falsely elevated and erratic troponin I results. The most likely cause for the falsely depressed and erratic troponin I results were the hm probes.